Event description:
The patient¿s mother reports an unknown needle mechanism failure. As a result, the pod was not attached to the patient. No blood glucose level or pod duration use was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 2 (filled), which indicates that data download was the first instance of this device being activated, i.e. Pod has not been previously activated by the customer. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. No deficiencies were found that would cause needle mechanism failure.